Event description:
It was reported from (B)(6) that the patient's controller showed a low flow alarm when the flow rate was 4.5 l/min but the actual flow was 2.5 l/min above the alarm lower limit. An elective controller exchange was performed using the patient's backup controller. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. It was stated in the event details that a low flow alarm sounded when the controller displayed a flow of 4.5 liters per minutes (lpm), even though the low flow limit was set to 2.5 lpm. Controller log file analysis confirmed a low flow alarm and also confirmed that the low flow setting was set to 2.5 lpm. An algorithm initiates a low flow alarm when the average flow falls below the low flow setting (2.5 lpm). The alarm clears once the average flow goes above this setting. Therefore, it's highly unlikely that the user heard a low flow alarm above the low flow setting. The field representative that initially reported the event later indicated that there was no malfunction with the controller. The most likely root cause of the reported event is a misinterpretation of the triggered low flow alarm. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Device has not been returned.